Event description:
The customer alleged that she tested her blood glucose and received a reading of 242 mg/dl using her contour meter. She retested using another meter and received a reading of 111 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to provide any personal or product information before ending the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer ended the call before her information or product information could be obtained. It was not possible to determine the 510 (k) # or manufacture date without product information.